Manufacturer narrative:
Initial reporter phone #: (B)(6). Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue. Conclusion: an absolute root cause for this incident cannot be determined as bd was able to duplicate or confirm the customer¿s indicated failure mode. Refer to CAPA (B)(4).

Event description:
It was reported that while taking off the green cap of the 21 g x 1.25 in. Bd eclipse¿ blood collection needle with luer adapter, the pink safety cap also came off with it. No serious injury or medical intervention was reported.